Event description:
It was reported that during a fusion from l3-s1 part of the track of matrix simple persuader fell off. Device was sticking, the physician's assistant tried to unstick the device and when he squeezed the pin fell out. Another was used to complete procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. The device history review revealed no complaint related issues. The instrument corresponds to the drawings and processes at the time of manufacture. As receive condition the persuader was sticking and jamming and the wheel was detached from the spring. Excessive force applied to the spring causing the clips to hold the roller to break. Device did not appear well maintained and after cleaning and oiling the device no longer was sticking.